Event description:
The user facility further reported that the camera was swapped out with another working camera and the procedure was completed without incident. No patient injury related to this event.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device history review showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The most probable cause for the reported short circuit on the cable due to the improper handling by the user. The instructions for use state: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found an error code e224 communication error on the screen. The is due to shortage on the cable. The rear cover label was faded and cracked on the focus ring. The listed parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there were image issues. The image does not appear. There was no patient involvement. No additional information was provided.